Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Race - requested, not provided. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device delivery tube was shaped like an accordion once the procedure was complete. The procedure was satisfactory, and hemostasis was achieved. The patient's condition was stable. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product. Additional information was received on 14aug2020. The procedure being performed was a diagnostic catheterization using a 6fr procedure sheath. There were no difficulties encountered with arterial access, sheath, guidewire, or catheter insertion. There was a pre-deployment angiogram performed which was good. The only issue was that the delivery tube upon entry started to get the shape of an accordion along the linear axis. Hemostasis was achieved with the angio-seal.